Manufacturer narrative:
(B) (4). The valve was patent but it did not pass leak testing due to a tear on top of the delta chamber. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. The instructions for use that accompanies the valves cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.

Event description:
There was a hole in the valve that was discovered when pumping the valve intraoperatively.